Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Please retract this report 2017865-2013-04848 the same issue was reported as 2017865-2013-04746.

Event description:
It was reported that the lead exhibited a loss of sensing during implant. The lead was not used.